Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited high, out of range shock impedance (greater than 125 ohms). During a routine office visit, the physician performed lead integrity testing, including a 40 j shock. Shock impedance measurements continued to read out of range at 125 ohms. The patient was admitted to the hospital, and the lead was deactivated until a lead revision procedure could be completed. The physician believed there to be a lead fracture. The lead remains implanted. No additional adverse patient effects were reported. Additional information was received that this right ventricular lead was surgically capped/ abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted. No additional adverse patient effects were reported, besides surgical intervention. The lead is not expected to be returned for analysis.